Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon eval, electrode belt failed an incoming ECG fall-of test. The cause for the failure was isolated to a defective v2 transient voltage suppressor in ECG d. The v2 component was producing improper output. The root cause for the defective v2 transient voltage suppressor could not be positively identified. No adverse event resulted from the defective electrode belt.